Event description:
Procedure type: lap chole. According to the reporter: during the case, the rubber seal from the cannula came off and fell into the cavity. The piece was retrieved. There was no bleeding and no tissue damaged. The operative time was not extended more than 30 mins. No pt injury was reported. No pt info available.